Event description:
A call was received in technical services reporting that an external pulse generator (epg) had a display that did not work. The customer is expected to return the device to the manufacturer. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).